Event description:
It was reported that the patient experienced ventricular tachycardia due to irritation from the right atrial lead. The atrial lead exhibited loss of capture and was oversensing ventricular complexes due to lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.